Manufacturer narrative:
.

Event description:
A vari-lase procedure kit was used in a patient procedure. The patient had a non healing wound at the access site of his venous ablation. After a lengthy period of time, the patient returned for a check up an have a small shard of metal removed which he stated was pushed out of the wound site like a splinter. The wound has subsequently healed.